Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the vitrectomy cutter did not actuate during a procedure. The condition of aspiration was unknown. The procedure was completed after replacing the product with another one. There was no harm to the patient, no additional information is expected.

Manufacturer narrative:
One opened probe was received with a tip protector in a tray for the report of cutter did not actuate. The sample was visually inspected and was found conforming. The sample was then functionally tested for aspiration, actuation, and cut. The sample was found conforming for all functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are ten additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming, therefore an actuation issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the probe was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).